Event description:
The customer reported to olympus, an e105 lamp error code was received when using the visera elite ii video system center. The issue was found during a lung resection (respiratory surgery). When acquiring the white balance prior to inserting the scope, the image was yellow-ish. After troubleshooting, the image became normal and the procedure was started. After surgery and checking the machine, is when the e105 lamp error was found. The procedure was completed using the same device with delays of only one minute. The device was inspected prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e105 error code was not confirmed. The device evaluation found a flawed touch panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers allegation of the e105 error code could not be reproduced. Since the customers allegation did not reproduce, it did not lead to the identification of the factor in which the failure occurred; a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.